Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate manufacturer report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to a stent graft interventional procedure. Reportedly, the suture and knot came out with two proglide devices upon removal. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to an 18f sheath and the stent graft procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition was not confirmed as the suture was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to operational context. It is likely an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.